Manufacturer narrative:
Welch allyn technical support could not confirm the customer's allegation of a dead switch. The cisco switch was replaced to the customer and there have been no other issues. Possible causes of a dead cisco switch may range from a power failure in a network component, failure due to age or heat, and faulty or loose cable connections. No further investigation will be conducted.

Event description:
Welch allyn received a report from a welch allyn customer stating that a cisco switch on the acuity central monitoring system was inoperable. A cisco switch that is not working could result in a temporary loss of centralized monitoring. There was no report of any patient harm as a result of the reported event. Note: the customer did not provide any patient information. This report was filed in our complaint handling system as complaint (B)(4).